Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, chemotherapy around time of implant placement, inadequate bone quality/quantity. Same patient as (B)(6).